Manufacturer narrative:
UDI (B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure therapy was programmed off on the subcutaneous implantable cardioverter defibrillator (s-ICD), however a screen with a message to cancel or continue to deliver shock appeared. Boston scientific technical services (ts) was consulted and determined that the field representative did not believe that the rescue shock button was pressed. No shock was given to the patient and the s-ICD tested fine. The device was successfully implanted and no adverse patient effects were reported.